Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a damaged auxiliary connector harness allowing it to be pushed internally to the device. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) while in transport, the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.